Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross due to calcification and the balloon burst. The procedure was completed with another of same device. There were no patient complications, and the patient condition was fine post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: nc emerge mr, ous 3.00mm x 12mm balloon catheter was returned for analysis. A visual and tactile examination of the hypotube shaft revealed no issues or damages. A visual and tactile examination of the shaft polymer extrusion identified a kink at the port exchange. A microscopic analysis of the balloon material identified a 7mm longitudinal tear on the proximal side of the balloon. Microscopic analysis of the tip identified no issues with the bumper tip. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage testing could not be carried out due to the longitudinal tear noted on the proximal side of the balloon. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the information available. Due to the nature of the complaint, it is not possible to test the device, under laboratory conditions, for the device's ability to track through patient anatomy. Therefore, the reported allegation of catheter difficulty to cross cannot be confirmed. However, is it likely that the patient lesion anatomy contributed to the devices inability to cross the lesion. The lesion was located in the moderately tortuous and severely calcified coronary artery with a stenosis of 80%. The reported allegation was confirmed during device analysis as a longitudinal tear was identified on the proximal side of the balloon.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross due to calcification and the balloon burst. The procedure was completed with another of same device. There were no patient complications, and the patient condition was fine post-procedure.